Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had a history of loss of capture on the left ventricular lead. A fluoroscopy confirmed that the lead had dislodged. The lead was explanted during routine device change out. The patient was in stable condition after the procedure.

Manufacturer narrative:
Final analysis found insulation abrasion breaching the re cable lumen in the s curve.